Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement test, no motor error alarms occurred during testing. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had minor scratches on the lcd window.

Event description:
Customer reported via phone, the insulin pump alarmed motor error for the first time. Customer's blood glucose was 115 mg/dl. Alarmed occurred in the middle of a bolus. Customer stated the insulin pump was not exposed to an MRI or there weren't any significant events which may have cause the device to alarm. Customer does not use the sensor feature and the device was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to replace the device for further analysis.